Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a broken shell. Device patch with lot (or catalog/batch) number was not possible to see due to the quality of the photos. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., b.6., d.7., e.1., h.6., h.10.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.